Event description:
Physio-control engineering is investigating failures of uc u61 on the system controller pcb assembly. This component failure has been attributed to the cause of a failure of the device to boot up properly. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.